Event description:
It was reported that pump experienced malfunction that displayed malfunction code 12, with no notable events occurring beforehand. There was no adverse impact to the customer¿s blood glucose level. Customer reset pump with guidance from technical support, malfunction did not recur after reset, and customer was instructed to continue using pump and to call back if malfunction code occurred again.